Event description:
The pt presented with drainage and pocket erosion of the pump pocket. A culture of the lumbar region was done. The results were unk to the reporter. The pt was treated with oral antibiotics and total device system explant. The infection resolved and the pt experienced no drug withdrawal.